Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06225, related manufacturer reference number: 2017865-2020-06227, related manufacturer reference number: 2017865-2020-06228. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the right ventricular (rv) and left ventricular (lv) leads were not capturing or sensing. The atrial lead capture threshold was also high. Flouroscopy confirmed the rv and lv leads had dislodged. The physician explanted and replaced the rv and lv leads. The atrial lead was capped and replaced. The patient's pacemaker was also moved to a new pocket. There were no patient consequences at any point.